Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller said the patient¿s ins was replaced due to normal battery depletion but afterwards the patient was having seizures.